Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a dislodged grip cable at the proximal end. As a result, the grip cable was loose at the distal end. The instrument was placed on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The clip test was performed and failed. The grips were unable to clip onto the tubing successfully. A review of the instrument log for the large hem-o-lok clip applier (part#470230-12/lot#n10190819 0025) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3234. The alleged event occurred on the 89th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the large hem-o-lok clip applier was found to have a broken cable. The procedure was completed with no reported injury.